Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post port placement, magnetic resonance imaging t spine showed t5-6 discitis/osteomyelitis with spread to t4, 7 and 8 as well as prevertebral phlegmon. Source of infection was suspected to be portcath with hematogenous seeding of t-spine. Around one month and five days post port placement, the port was removed. Around six days later, the patient was discharged from the hospital following admission for vertebral osteomyelitis which was presumed to be seeded from an infected port-a-cath. Therefore, the investigation is inconclusive for the reported adverse event as no objective evidence was provided to confirm any alleged deficiency with port. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based on the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 12/2022), g2, g3, h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately sometime later post port placement procedure, the patient allegedly developed infection and the port was removed. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the reported adverse event as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based on the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 12/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime post a port placement, the patient allegedly developed infection. However, the current status of the patient is unknown.